Event description:
The hospital staff connected ri-2 to PICC (peripherally inserted central catheter) line as that was the only established access when patient came into ed (emergency department). Upon noticing the discrepancy of flow rate, staff then connected to cordis catheter. The machine began slowing the flow rate down again, although the catheter still had the cap on and explained that was a possible reason for the rate reduction. Although the patient did expire, it was informed that staff conducted a debrief after the event and they were in agreement that the units they were trying to deliver would not have made a difference in the patient outcome.

Manufacturer narrative:
The internal complaint file # (B)(4) has been logged for this incident for traceability. The fms involved in the incident has not been returned to belmont medical technologies for evaluation. Belmont reached out to the user facility on june 10th 2022 requesting to send the device back for further investigation with assistance from regional sales manager but, haven't received any response as of 07/06/2022. According to (B)(6) (belmont sale manager), the hospital staff connected ri-2 to PICC (peripherally inserted central catheter) line as that was the only established access when patient came into ed (emergency department). Upon noticing the discrepancy of flow rate, staff then connected to cordis catheter. The machine began slowing the flow rate down again, it was found that the catheter still had the cap on during the event which may have contributed to the issue. Although the patient did expire, it was informed that staff conducted a debrief after the event and they were in agreement that the units they were trying to deliver would not have made a difference in the patient outcome. The fms may not infuse at the set rate if the system is keeping the pressure in the line under the pressure limit. In the event that the flow rate is slowing down or will not go at the set rate, the operator's manual provides the following recommended operator actions: 1) "check and remove kinks or obstructions in the tubing"; 2) "use the appropriate infusion set recommended in the guide, match the infusion set to flow rate and fluid type"; and 3) "increase flow by increasing the pressure limit. Change the pressure limit in calibration/setup to a higher limit (maximum pressure limit is 300 mmhg)". The patient involved expired however there is no allegation the reported issue contributed to the patient event. Since the customer was unable to send the device back for review, malfunction could not be verified. Without the ability to inspect the device, no conclusions can be drawn. Should additional information become available, a supplemental report will be provided. .

Manufacturer narrative:
Based on further investigation and communication with the user facility staff, it was confirmed that the cordis still had the pressure cap on the end of the catheter at the time of event. Therefore, it was determined that the root cause of the decreased flow rate is consistent with the cap still being on the catheter. The device history records for this fms were reviewed and no similar problems were found. Upon meetings with the hospital management and the staff, it was concluded that the device had no part in the patient expiration. As a part of remedial action and to avoid any such further error from user, belmont had an educational visit on july 6th, 2022 at the facility to train hospital staff. The demos and other device related information was shared with an in-service staff along with other departments. The fms may not infuse at the set rate if the system is keeping the pressure in the line under the pressure limit. In the event that the flow rate is slowing down or will not go at the set rate, the operator's manual provides the following recommended operator actions: 1) "check and remove kinks or obstructions in the tubing"; 2) "use the appropriate infusion set recommended in the guide, match the infusion set to flow rate and fluid type"; and 3) "increase flow by increasing the pressure limit. Change the pressure limit in calibration/setup to a higher limit (maximum pressure limit is 300 mmhg)". The manufacturing records for this fms were reviewed and no related anomalies were identified. There was no allegation of a device malfunction. Belmont will continue to monitor and trend similar reports of this nature.